Event description:
Granuloma in each hand; mh poss granulomas [injection site granuloma]. Nodules [injection site nodule]. Induration [injection site induration]. Rha3 into both hands [off label use]. United states report received from a healthcare professional on (B)(6) 2021. A practice coordinator reported that a (B)(6) year old caucasian female patient, who is also the medical assistant at the practice, received rha3 on (B)(6) 2021 for laxity in the hands. A volume of two milliliters (ml) of rha3 was applied to the dorsal view of both hands (one ml in each hand) using a bolus and retrotracing injection technique. The needle from the box and a 25 gauge 1 1/2 cannula was used for the administration of rha3. Previous cosmetic procedures were not reported. Medical history included the use of the following vaccines: engerix b on (B)(6) 2020, (B)(6) 2021, and (B)(6) 2021 as well as the pfizer covid-19 vaccine on (B)(6) 2021 (first dose) and (B)(6) 2021 (second dose). Concomitant medications were not reported. Food supplements included collagen powder use. On (B)(6) 2021, the patient reported granuloma in each hand. Over the weekend of (B)(6) 2021, the patient noticed nodules and firm induration. As treatment, on (B)(6) 2021, the patient was treated with hylenex (hyaluronidase) in the left hand (150 units/ml x0.6ml). As treatment, on (B)(6) 2021, the patient was treated with hylenex to the left hand (150 units/ml x 0.4ml) and the right hand (0.6ml). On (B)(6) 2021, some improvement was noticed. It was additionally reported that one week prior to the development of the nodules, the patient's hands were being admired and commented on good duration and no nodules were noted at that time. No biopsy was taken to confirm granuloma. The outcome of the events was recovering/resolving. The intensity of the events of granulomas and nodules was reported as moderate. The product was available for return. (B)(4). Follow-up information was received on 28-jul-2021 from a healthcare professional. Updated information included addition of adverse event, information about the patient, patient medical history, injection details and materials used, outcome of the events, intensity of the events, onset date of events, and treatment details. No additional information was available at the time of the report.